Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated due to an electrical reset. It was further reported that the battery may be dead as the device was implanted for greater than its expected longevity. The icm remains in the patient. No patient complications have been reported as a result of this event.